Event description:
A simplygo mini device was returned to a third-party service center with an initial allegation of won¿t turn on. There was no report of serious or permanent harm or injury, and no medical intervention was required by the patient. During the evaluation of the device at the third-party service center, the device was inspected, and the technician noticed that the pca is burnt. Additionally, this device has been serviced, inspected, tested, and met acceptance criteria in accordance with all the applicable customer requirements. The device will be returned to the manufacturer product investigation laboratory for further investigation.

Manufacturer narrative:
In the previous report, the ¿become aware date¿ and ¿due date¿ were incorrect and have now been corrected. Additionally, the h6 evaluation method code grid was identified as inaccurate and has been properly updated, and the b5 verbiage has been accurately revised in this follow-up report.

Event description:
The manufacturer received a work order reporting an issue with a simplygo mini device. During the evaluation process a simplygo mini device was identified with a defective pca in accordance with document (B)(4) appendix a part number: 1124287b431 the device experienced a thermal event resulting in burn marks. There was no report of serious or permanent harm or injury and no medical intervention was required for the patient. The device has not yet been returned to the manufacturer for evaluation if additional information is received a followup report will be filed.